Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser stopped during the middle of surgery and could not be turned back on. The procedure could not be completed.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company representative replaced the laser module to resolve the issue. The system was examined and the reported event was confirmed and replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming laser kit. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).